Event description:
The customer reported that the oscillator is dumping pressure after being pressurized. The oscillator stops oscillating during testing. No patient involvement.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Additional information: the carefusion failure analysis lab technician noted during evaluation: 3100a alarm board p/n: 768588-101 and found that pin 13 of u5 will go high with no triggering input signal at pin 11. The reported issued was duplicated. This is a known issue that is being addressed with an internal action.

Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.